Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference manufacturer reports: 1627487-2010-03639 and 1627487-2010-03640. The pt received an scs system, including two percutaneous leads, on (B)(6) 2010. The pt reported he felt his stimulation moving and, therefore, required constant reprogramming. As the physician felt the pt would benefit from a paddle lead, his percutaneous leads were explanted and replaced with one paddle lead. Post-operative, the pt felt pain in his right foot that had not been there pre-operative. A CT scan was performed but no anomalies were seen. The paddle lead was explanted and not immediately replaced. The physician has indicated a new lead will be implanted at a later date. The lot number of the paddle lead was not provided; therefore, the manufacture and expiration dates could not be determined. Follow up on the pt found that the pain in his foot is improving.